Event description:
The pt had been in the hospital for a week with increased pain and swelling in her legs/feet. The pump was not suppose to be filled until (B)(6), but when they accessed the pump it was empty. It was noted that the physician had taken the pt off of "water pills" and the pt's husband believed that was why the increased leg swelling occurred. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).